Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.